Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 02aug2019. The field service engineer (fse) inspected the device and verified the reported condition. The fse replaced the central processing unit (cpu) and two speaker assemblies. The speakers were returned to the manufacturer for investigation: the speaker assembly# 1 and speaker# 2 assembly was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator primary alarm failed. There was no patient involvement.